Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported no data from the patient. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed for the general documentation. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on samsung galaxy s20 ultra (android 13) with mmt-1885 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. There are no diagnostic logs, from the analytic logs, we have found that the issue is due to gatt undefined errors coming from the ble stack. This error could be attributed to various factors, such as device software, radio/microwave interference, or errors in the bluetooth stack implementation. The requesttimeoutexception suggests that the app is attempting to communicate with a backend server (likely carelink) but is failing due to timeouts. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: to reset the network settings please follow the below steps advanced steps: clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app, clear data. Reset network settings: settings, connection & sharing, reset wi-fi, mobile networks, and bluetooth, reset settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported there was no data from the patient, this allegation is not falling under reportable scenario as there was no report anomaly alleged by the customer. It was an upload issue from mobile app to care link. Hence the event reported under regulatory report number 2032227-2025-207409 is not reportable.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on samsung galaxy s20 ultra (android 13) with mmt-1885 780g pump (software ver. 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. There are no diagnostic logs, from the analytic logs ,we have found that the issue is due to gatt undefined errors coming from the ble stack. This error could be attributed to various factors, such as device software, radio/microwave interference, or errors in the bluetooth stack implementation. The requesttimeoutexception suggests that the app is attempting to communicate with a backend server (likely carelink) but is failing due to timeouts. Issue is confirmed to assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: to reset the network settings please follow the below steps . Advanced steps: clear data of bluetooth app: settings , apps , manage apps , find and tap on bluetooth app , clear data reset network settings: settings , connection & sharing, reset wi-fi, mobile networks, and bluetooth ¿ reset settings uninstall app , restart phone , turn bluetooth off then on ,reinstall app. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.